Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the universal cord has deteriorated and hardened. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the universal cord has deteriorated and hardened that was caused by a component failure of the universal cord. The insertion tube was dented and that was caused by a component failure of the outer tube. Dark image was caused by a component failure of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had dark image, hard light guide bundle and dented scope body. The issue was found during set up of the device. There was no patient involvement.